Event description:
Caller alleged discrepant results compared with the lab. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 4.8. Inr: 5.0.

Manufacturer narrative:
Investigation pending.